Event description:
It was reported that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time 130mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during prime, compromised force sensor test due to faulty fsr gold. There was no compromised force sensor alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, battery tube threads, and reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.